Event description:
It was reported to the manufacturer by the facility (B)(6), per the facility the resident was getting out of bed with assistance. The leg rubbed across the metal frame of the bed. The resident sustained a skin tear on her leg and was sent to the emergency room for treatment. The resident received a couple of stitches. The facility stated that the bed and the mattress function as intended.